Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A doctor reported rainbow glare and mild diffuse lamellar keratitis (dlk) approximately three weeks post lasik on a patient's right.

Manufacturer narrative:
The root cause is inconclusive. Product met specifications and no indication of a product malfunction was noted. The manufacturer internal reference number is: (B)(4).